Event description:
N/a

Manufacturer narrative:
The ultra 360 patient positioning system (a2009) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the complaint is confirmed via inspection of the unit. The upper and lower handles were not holding properly and were adjusted to bring them back into tolerance from not holding properly. Both shock cushions and 1/4in pin also adjustment wrench were replaced from being worn. Also, the unit was received with the std. Adaptor and not the tri-star adaptor. All worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - probable root cause is routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the ultra 360 patient positioning system (a2009) slipped. No information has been provided on patient involvement, injury, or surgical delay.